Event description:
Adverse event(s): "no concern for patient outcome" (no consequences or impact to patient). Product problem(s): "energy too high" (output energy incorrect). Surgeon reported treatment interrupted by laser energy too high, treatment was resumed and completed. Site technician informed that the surgeon has no concerns for this patient's outcome. Postop, this patient's ucva is 20/20, as expected. No other details have been received. Laser energy to high. Treatment stopped. Restarted laser and performed the indicated steps. Treatment resumed and completed without interruption.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).